Event description:
The right ventricular (rv) lead was surgically modified due to loss of slack during the dislodgement of the right atrial (ra) lead. No additional adverse patient effects were reported.